Manufacturer narrative:
Concomitant medical products: product ID: 37791, product type: recharger. Product ID: pnma01411a004, product type: recharger. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 377875, lot# v013122, implanted: (B)(6) 2008, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. (B)(4).

Event description:
It was reported that there was a broken recharger belt. No out of box failure was reported. A replacement was sent to the patient. The patient was also charging more than expected. She used to charge every week and a half, and now currently charged every 2-3 days. It was also noted that there was a warming sensation in or around the implantable neurostimulator (ins) pocket during recharging. Since the belt broke, she had been using an ace bandage and found the ace bandage caused the implantable neurostimulator recharger (insr) antenna to heat up. The broken belt was not returned to the manufacturer.